Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and reviewed the log files and confirmed error 319. The fse then replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 319 on the system. The technical service engineer (tse) advised the customer to power cycle the patient side cart with an emergency power off. The customer did so but the issue remained. The tse then advised the customer to disable the universal surgical manipulator 4. The customer was continuing the case with the remaining three arms. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in logs, the 319 error was found indicating a node does not present at start up on aca, acm, acs and acc confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.